Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system and a potential commanded shock were discussed. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: patient codes h6: impact codes information corrected from the following fields: g2: report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further evaluation of the system and a potential commanded shock were discussed. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the impedance measurements of the system. It was decided to perform a new system implant procedure in the near future. At this time, this device remains in service. No further adverse patient effects were reported.